Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
The customer reported that there were defective pcu (8015) keypads resulting in the devices not turning on was confirmed. Inspection: an external and internal inspection was performed on (p/n tc10012515, qty 2) and (p/n tc10013664, qty 2). External inspection of the keypads was observed to be in good condition with no irregularities observed. Internal inspection of the returned front case/keypad assemblies were observed with sign of contamination where the flex cable meets the circuit layer. Broken traces were observed on two keypads. The ac indicator lights did not illuminate on the keypads. Test results: the front case keypads (p/n tc10012515, qty 2) and (p/n tc10013664, qty 2) were connected to the cad pcu test for functional testing. The keypads did not power on using the system on key. Aside from the ¿system on¿, each keypad keys were functioning as intended. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.